Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific (bsc) crm received info that this dextrus lead was exhibiting elevated thresholds and decreased sensing measurements. The decision was made to surgically abandon the lead, and a new lead was implanted without further incident. The lead was surgically abandoned and will not be returned for testing. Dates were provided to us by boston scientific.